Event description:
Pt reported that their fasttake meter had a power issue. They reported that the meter displayed the battery symbol and they had to go to the dr's office to check their blood glucose. Their blood glucose was 158 mg/dl and did not receive any treatment. Pt had just started using the meter about a mouth ago. This case is reported as a malfunction since the battery issue was not resolved.